Event description:
It was reported that there are four unspecified bd alaris infusion set continued to get "air in line" message upon loading the alaris infusion tubing to the alaris channels. The following information was provided by the initial reporter: alaris was thoroughly primed and inspected and provider was unable to clear the error. It was resolved once a new alaris tubing was used. Today we had at least four occurrences that I am aware, where the providers were getting continued "air in line" message upon loading the alaris infusion tubing to the alaris channels.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there are four unspecified bd alaris infusion set continued to get "air in line" message upon loading the alaris infusion tubing to the alaris channels. The following information was provided by the initial reporter: alaris was thoroughly primed and inspected and provider was unable to clear the error. It was resolved once a new alaris tubing was used. Today we had at least four occurrences that I am aware, where the providers were getting continued "air in line" message upon loading the alaris infusion tubing to the alaris channels.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the providers were getting continued "air in line" message upon loading the alaris infusion tubing to the alaris channels could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.